Event description:
The customer reported that the device would spontaneously turn on, and would turn off unexpectedly. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device would spontaneously turn on, and would turn off unexpectedly. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.